Manufacturer narrative:
(B)(4). The results of this investigation concluded there was fibrous pannus ingrowth on the inflow surface of all three cusps. Cusp 3 contained a tear and a retraction/fold. There was a thin layer of fibrin on cusps 1 and 2. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the tear, fibrin, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, this 29 mm sjm trifecta valve was implanted as part of a bentall procedure. Reoperation was required and on (B)(6) 2015, the valve was explanted due to a commissural tear between right coronary (rc) and non-coronary cusp (nc). Another 29 mm sjm trifecta valve was implanted and the patient was reported to be good postoperatively.